Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was trying to issue medication, one cubie was opened, and it had only had 2 tabs in it, but the other cubie never opened. A technical support specialist (tss) instructed the customer on how to correctly count medication when issuing and then to cycle count medications that where miscounted and helped with resolving the discrepancies made by the miscount when issuing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user tried to issue medication of morphine sul ER 30, 3 tabs he states that only one cubie opened and it only had 2 tabs in it, but the other cubie never opened. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user tried to issue medication of morphine sul ER 30, 3 tabs he states that only one cubie opened and it only had 2 tabs in it, but the other cubie never opened. There were no adverse events or injuries reported based on this event.